Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refz1124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "found a problem with the extension tube, where the internal connection is disconnected." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnected extension tube is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed use residue on the sample. The extension tubing of the proximal piece of the two-piece connector was observed to be broken and/or detached from the molded portion of the device. The break site of the extension tubing appeared to be mostly flat, but no further details of the break could be seen in the returned photograph. While the exact cause of the detached extension tubing could not be determined, possible causes include sharp instrument damage, excessive tensile (pulling) force, and over-pressurization. However, the root cause of this detachment could not be determined from the returned photograph. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "the extension tube internal connection is disconnected." No other information was provided.